Event description:
It was reported that during a follow-up, loss of capture and sensing due to lead dislodgement were noted. Lead was explanted and replaced. Patient was in stable condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.